Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported "rupture" against right device. Device has been explanted.

Event description:
Healthcare professional reported "rupture" against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, weight to the spec. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is a striated opening in the anterior side assessed as surgical damage.